Manufacturer narrative:
(B)(4). Batch # n91k0d. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, part of the tip of the device detached and the device needed to be replaced. This complaint was received directly from (B)(6), therefore no further information can be obtained beyond what is described in this complaint form.